Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display went blank after changing the battery. She removed and reinserted the battery and received a failed battery test alarm. Blood glucose value was 197 mg/dl. The customer stated that the screen was not blank less than 30 seconds and was not currently blank. She stated that the battery cap had some scratches but not corrosion or damage. The customer was advised to monitor the device and call back if issue recurs.